Event description:
Spontaneous communication from patient who reported concerns with her q style spikes. She stated that while trying to mix tonight some of the q-style adapters are not allowing liquid into the vial. Patient has been on medication for multiple years so author does not believe this is due to user error. Patient also said it is not all of the spikes, just some of them. Confirmed all q-style adapters received with last shipment were lot number 3286297. Expiration date is unknown. The patient did not miss a dose. The product issue did not cause or contribute to patient or clinical injury. The actual device is not available to be returned for investigation. Indication: primary pulmonary hypertension. Reported to cvs/caremark by: patient/caregiver.